Manufacturer narrative:
Section a2: information was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files noted that the driveline was disconnected on (B)(6) 2023 at 21:53. Related manufacturer reference number for the heartmate 3 pump: MFR # 2916596-2024-00094.

Manufacturer narrative:
Section e: the patient implant site was bci institute at bourj al-barajneh - airport road - beirut, lebanon. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number hsc-112781) being exchanged was confirmed via the submitted log file. The heartmate 3 system controller was not returned for analysis. The submitted controller event log file contained data spanning approximately 6 days (20dec2023 ¿ 26dec2023 per the timestamp). The driveline was disconnected on 25dec2023 at 21:53:35, and the controller was subsequently shut down at 21:54:05. The controller was powered back on at 18:20:29 on 26dec2023 to collect log files and was not reconnected to a pump. There were no notable alarms active in the log file that indicated an issue with the controller or required the controller be exchanged. The customer could not provide information on why the controller was exchanged on 25dec2023. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that visiting patient from lebanon had his equipmentinspected and it was noted that all of the batteries needed to be calibrated. Log files were submitted for review and on 18dec2023 they captured f1 and f3 low power advisory alarms on both the black and white power leads. These indicated that the power cables were at yellow advisory level. The clinical staff noted that these alarms were likely due to the batteries not being calibrated. It was stated that the patient's family planned to have the batteries calibrated while they were in the u.s.a. Before returning to lebanon as it was difficult to calibrate due to frequent loss of electricity in the region where they lived. The patient's family also noted that the patent sleeps on battery power due to the this unreliability of the electricity supply. Extra batteries and clips were provided to the patient to assist them in their situation in lebanon.